Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 300 mg/dl and was addressed with a bolus or an injection of insulin. The customer thought the occlusions were site related and would address the occlusion by changing the cartridge and infusion set. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer used the cartridge for 3 days.